Event description:
It was reported that during the procedure, a 3.0x28 xience v rx stent delivery system was advanced toward a heavily calcified, concentric, 90% stenosed, de novo lesion in the mildly tortuous proximal left anterior descending coronary artery, but was unable to cross the lesion. While withdrawing the xience, resistance was felt and a kink was noted on the shaft near the guide wire exit notch. The procedure was completed using another 3.0x28 xience v rx. There were no patient effects and no clinically significant delay in the procedure occurred. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.